Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including migraine, syncope, stroke, transient ischemic attack, arrhythmia, hypertension, diabetes, atherosclerosis, and coronary heart disease. Complications reported included patient device interaction problem (residual shunt), atrial fibrillation, arrhythmia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: safety and efficacy of a novel biodegradable occluder- pansy ® occluder compared with traditional nondegradable occluder in the closure of patent foramen ovale. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "safety and efficacy of a novel biodegradable occluder- pansy ® occluder compared with traditional nondegradable occluder in the closure of patent foramen ovale", was reviewed. This research article is a retrospective single-center experience to evaluate the pansy occluder against traditional nondegradable occluders for percutaneous closure of patent foramen ovale (pfo), focusing on complications, adverse events, and closure outcomes during follow-up. The devices included in this study were pansy occluder, amplatzer pfo occluder, amplatzer atrial septal occluder, and cardi-o-fix pfo occluder. The article concluded that the pansy occluder demonstrated coparable safety and efficacy compared to nondegradable devices for pfo closure. [The primary and corresponding author was yushun zhang, department of cardiovascular surgery, the first affiliated hospital of xi¿an jiaotong university, xi¿an, china, with corresponding e-mail: zys2889@sina.com.]. This study included patients who underwent pfo closure with the pansy occluder or traditional nondegradable occluders from 01 june 2019 to 30 june 2020. A total of 425 patients were included in the study, of which 74.1% (315) received an abbott device. The average age of the biodegradable group was 36.59 years. The average age of the traditional group was 41.27 years. The majority gender was female. Comorbidities included migraine, syncope, stroke, transient ischemic attack, arrhythmia, hypertension, diabetes, atherosclerosis, and coronary heart disease.